Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for this event. The patient was treated with cefazolin (intraperitoneally, dose, frequency and duration not reported) for this event. The patient was discharged from the hospital three days after admission. Peritoneal dialysis therapy with extraneal was discontinued. The patient was retrained on proper aseptic technique. At the time of this report, the patient has recovered from this event. No additional information is available at this time.